Event description:
Technician alleged that the ground reading was open on the bed. No patient impact.

Manufacturer narrative:
The technician found a broken ground wire in the power cord. The technician replaced the power cord to resolve the issue.